Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that recently there have been air bubble issues. The reporter stated that usually the blood glucose (bg) levels are 12/13mmol/l before dinner and then boluses for meal correction and bg will be up to 19mmol/l with agitation. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. They then notice the air bubbles in the line, disconnect and prime. After bolus, the bg comes down correctly. Customer support (cs) asked the reporter to monitor carefully from cartridge to cartridge as the pump itself cannot cause air in the line. This report is being made due to the air bubbles in cartridge issue.